Manufacturer narrative:
(B)(4). Concomitant medical products: rotating hinge articular surfa catalog # 00588006023 lot # 62856726. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation  has been completed, a follow-up MDR will be submitted. Not returned by hospital

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to post fracture. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI #: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.